Event description:
It was reported that the wake button on the pump was difficult to press and required multiple presses in order to turn the pump screen on, causing a delay in customer's insulin therapy. As a result, the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl and had to go to the emergency room. Customer was subsequently hospitalized in the intensive care unit (ICU) with an unknown ketone level that was not identified as life threatening by the healthcare provider. Customer received treatment with intravenous fluids of saline and insulin which resolved the issue with no permanent damage to the customer. Customer was released from the hospital on (B)(6) 2026. The customer reverted to an alternate method of insulin therapy.